Manufacturer narrative:
Device evaluated summary- visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The female torx of the screw has not been damaged. The break off portion of the set screw is still attached. This type of damage is consistent with misalignment of the set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with lumbar degeneration symptoms involved in posterior fixation and fusion procedure. It was reported that intra-operatively, screw plug slipped. Event was associated with the patient. Screw was not implanted. Product did not come in contact with patient. Patient involvement is unknown. It was unknown whether the event occurred during set up for the procedure.